Manufacturer narrative:
Correction provided in d.4. Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The complainant states the use of company cartridge and non-company injector, which are not qualified to be used with the associated iol (intra ocular lens) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified cartridge and injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery the surgeon noticed a detached haptic after the intraocular lens (iol) was implanted. The damaged iol was then removed in an initial procedure. According to additional information received on 30-jul-2024, after implanting the lens into the eye, it turned out that the lens was damaged - the optics were broken. The lens was removed and new company lens was implanted in an initial procedure. There was no patient impact, just the surgery was delayed.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the intraocular lens (iol) case. Solution is dried on the iol optic. One haptic is broken/torn and not returned, the other haptic is intact. A segment of the iol optic at the haptic gusset is missing, the edge of the remaining optic is chipped. The optic is also cracked/fractured and scratched/marked-rejectable the complainant states the use of company model cartridge and spring royale iii injector, which are not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).